Event description:
It was reported that a (B)(6) male pt experienced a sudden onset of post-operative pain 8 months after a rotator cuff repair surgery using a magnum 2 knotless implant. An x-ray revealed that the anchor had allegedly migrated to the base of the bicep tendon post operatively. The pt required medical intervention to correct the problem. The outcomes attributed to this event are required intervention, to prevent permanent impairment/damage. There was no info in this complaint about any pt injuries, activities, accidents or medical contraindications that may have contributed to the revision surgery.